Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 11 / 2.9.1 / ios_17.3.1.

Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump. Customer declined follow up from tandem technical support. No additional information was provided.